Event description:
The hospital reported an over delivery of pressure in the patient circuit during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The scavenging valve was replaced to resolve the issue. No patient information provided to date after calls to customer 08/30/22 and 09/02/22. Unique identifier: (B)(4).